Manufacturer narrative:
Additional information was received that a good faith effort was made to contact the patient regarding the pocket revision without success.

Event description:
A report was received that a patient felt a burning sensation at the ipg site. The physician assessed the patient and reported that the ipg site looked swollen and has recommended a pocket revision.

Event description:
A report was received that a patient felt a burning sensation at the ipg site. The physician assessed the patient and reported that the ipg site looked swollen and has recommended a pocket revision.